Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from the patient via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient had recharging issues and was charging their implantable neurostimulator (ins) more frequently than when originally implanted. There were no known environmental, external, or patient factors related to the issue. Follow up information received from the manufacturer¿s representative reported that the patient was seen on (B)(6) 2016 and was doing ¿ok¿. The patient stated that the ins battery site hurt them from time to time and was to see their pain doctor on (B)(6) 2017 for evaluation of the device pocket. It was noted that the patient did have a fall on their back off a nine foot ladder at their house. No surgical interventions occurred and it was unknown if any were planned. The patient status was noted as ¿alive; no injury¿. On 2017-jan-09, additional information was received from the manufacturer representative. It was reported that the patient used their system 24/7 resulting in them having to charge more often. It was also reported that the impedance test were within normal limits and the patient was going to follow-up with their physician as their pocket was still a little sore. On 2018-oct-15, additional information was received from the patient reporting that the patient wanted their ins replaced for a new one because they felt like their current one was not working. The patient stated that they did not want to go to their old healthcare provider (hcp) and stated they wanted a different hcp. They also stated that they did not like that they had to charge every two days and then when they charged it hurt where their ins was. Patient services offered to send a list of physicians to the patient and they accepted. It was reported that the patient noted the ins not working to help control their pain and having to charge more frequently (about every two days) since early 2017. No further complications were reported/anticipated.